Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the device and verified the reported malfunction. The se then replaced the touchframe printed circuit board (pcb) and the device passed all testing. The pcb was returned for investigation and the reported malfunction was verified.

Event description:
It was reported that during patient use, a graphic user interface (gui) touchframe did not work. There was no harm to the patient as a result of this event. This report is being submitted as it has been identified for reporting based on a retrospective complaint review.